Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user attempted to open the lid while issuing medication, but the lid did not open. A technical support specialist (tss) tested the function in the tester, and the lid also failed to open there. The issue was confirmed, and the case was subsequently closed.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the drawer was opening but cubie did not open when trying to issue medications. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.